Event description:
It was reported that the customer's attorney alleges the customer was diagnosed with diabetic ketoacidosis due to a defective infusion set. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.